Event description:
The customer returned the screwdriver indicating that the personnel of the hosp said that the screwdriver is out of order after the repair in 9/98. It was indicated that the retaining spring goes stiff/tight in comparison with another scrwdriver of same construction which was not repaired. Further more, it was stated that there are tool marks at the guidance groove. This event did not occur during a surgery.